Manufacturer narrative:
There is no indication of any system or component failure. The imaging performed found that the ipg had migrated to a less optimal location and leading to inconsistent communication with the external devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. After activating the system, the patient reported some issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was performed and did not resolve the issues. Imaging was done and found that the ipg position was not optimal to maintain consistent communication. Additionally, it was found that scar tissue had developed around the ipg and was likely contributing to the poor communication. Surgical revision was performed on (B)(6) 2024 to move the existing ipg to a more optimal position. During the procedure the ipg was damaged and required replacement. The device was not released from the medical facility for further inspection by the firm.